Event description:
Literature was reviewed regarding cardiac device remote monitoring to detect patient deaths. The authors described one patient death. The patient experienced ventricular tachycardia (vt)/ventricular fibrillation (vf) and no shocks were delivered due to the discriminator algorithm programmed on. The status of the implantable cardioverter defibrillator (ICD) is unknown.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The date of death is not available at the time of this report. Referenced article: detecting deceased patients on cardiac device remote monitoring: a case series and management guide for cardiac device services. Heart rhythm. 2024; 21:303¿312. Doi: 10.1016/j.hrthm.2023.11.028. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.